Manufacturer narrative:
We checked the returned unit and confirmed that the ccd signal wire rupture. Based on the result, we concluded that it was caused due to the excessive shock applied on the ccd signal wire. In addition, we confirmed that the light guide fiber bundle (lcb) broken, the operation channel buckled, the insertion flexible tube (ift) buckled, the suction channel buckled, the control body corroded, the electrical connector corroded, the lg cable connector corroded, the bending rubber leaky, the lg supply tube leaky, the root brace rubber cut, the remote control buttons cut, the air/water nozzle loosened, the eog valve loosened, the u/d & r/l pulley wire worn out, and the serial number plate worn out; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(blackout ).